Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood and tissue was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid and tissue inside the helix housing caused the irregularity in helix function. Resistance tests were also completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of high impedance measurements. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. Prior to implant this lead was tested and the helix found to extend and retract normally. When attempting to affix the lead to the myocardium, the helix did not extend until 25 turns of the fixation tool as visualized via x-ray. The helix was retracted in 25 turns and the physician chose to remove the lead from the patient and test the helix once more which was found to function normally outside of the patient. Finally, implant of the lead was reattempted and despite 25 turns of the fixation tool the helix was not observed to extend. Pacing system analyzer (psa) measurements recorded a high pacing threshold of 4 v at 0.5 ms and pace impedance greater than 3,000 ohms. The lead was extracted and a new lead implanted without consequence to the patient. No adverse patient effects were reported.